Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported stent graft leak and patient effect cannot be determined and the treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery, a perforation occurred with required the use of a graftmaster stent. The 2.8 x 26 mm graftmaster stent was implanted; however, the perforation continued to leak. A 2.8 x 19 mm graftmaster was then implanted and the perforation was sealed. On (B)(6) 2015, the patient died due to cardiogenic shock. The physician attributed the death to the patients pre-existing medical condition. No additional information was provided.